Event description:
It was reported that during an implant procedure, due to a difficult placement, it took multiple rotations to retract/extract the helix of the lead. It was noted that the patient¿s atrium was full of scar tissue. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).